Manufacturer narrative:
No frozen screen or button error alarm noted. Device time/clock moved. Device had unresponsive act button due to unlocked j2/lcd keypad connector. Unable to perform operating currents, self-test, pump error test and displacement test or verify battery out limit alarm due to unresponsive button.

Event description:
The customer's boyfriend reported via phone call that the insulin pump had a battery out limit and they were not able to clear the alarm. The customer¿s blood glucose level was unknown at the time of the incident. Customer was advised to observe time clock for one minute to verify if time advances and they stated that the time was advances. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.